Event description:
The facility reported an automix 3+3/as compounder whose rotor would not turn. This condition occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A service history review revealed no previous service events were related to the reported condition. Additional information: baxter service center received the device and performed visual inspection and functional testing. The customer reported problem of a rotor, which would not turn, was not confirmed nor duplicated during evaluation. The root cause was not able to be determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.